Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that four days post implant the patient went to the emergency room due to an alert. The impedance on the right ventricular (rv) lead was low and threshold had increased. Echocardiogram showed pericardial effusion. The lead was repositioned without hemodynamic compromise. The lead is still in use. No further patient complications have been reported as a result of this event.